Event description:
Customer called and stated that they are unable to hear the audio alarm when it goes off. States customer is a brittle diabetic and cannot be without insulin for more than four hrs. Has been hospitalized for about eleven different diagnosis including dehydration, malnutrition and diabetic keto-acidosis. Customer is a nurse and says they are very familiar with the pump. Customer tried to count their carbohydrates but states that customer hardly eats. Also states that the buttons on pump do not respond to every button press.